Manufacturer narrative:
The hill-rom technician found the nurse call not functioning due to the call bell wire was pulled out of the connection and some of the pins were broken off the board. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the sidecom board and communication cable to resolve the issue. Based on this information, no further action required.

Event description:
Hill-rom received a report from the account stating the beds nurse call is not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).